Manufacturer narrative:
Preliminary analysis results suggest that the reported behavior was most probably due to the functioning of the safer mode. Pacing operated as specified.

Event description:
Reportedly, after each implantation of double chamber pacemakers, after the pocket is sutured, the pacemakers are checked and no pacing is observed for 1 to 2 seconds when the physician presses the program button. According to the physician, this pause is not long enough for pacing-dependent patients to faint.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, after each implantation of double chamber pacemakers, after the pocket is sutured, the pacemakers are checked and no pacing is observed for 1 to 2 seconds when the physician presses the program button. According to the physician, this pause is not long enough for pacing-dependent patients to faint.

Event description:
Reportedly, after each implantation of double chamber pacemakers, after the pocket is sutured, the pacemakers are checked and no pacing is observed for 1 to 2 seconds when the physician presses the program button. According to the physician, this pause is not long enough for pacing-dependent patients to faint.